Event description:
The issue involves the enterprise master person index (empi) functionality within cerner millennium foreign system interfaces (fsi) and affects sites that have the by feed empi reconcile turned on. When an invalid contributor system is inactivated, a user has the ability to override the system integration manager (si_manager.exe) warnings and manually reactivate the contributor system. System integration manager updates the end_effective_dt_tm when an invalid contributor system is inactivated. If the contributor system is manually reactivated, the end_effective_dt_tm is not updated again. The impact associated with this issue is that a combine occurs for patients that should not occur. Multiple patients that do not have the same identifiers are combined into a single patient. This could result in patient's previous clinical events and documented observations and orders not being available for electronic decision support. Additionally, inaccurate information could combine into a disassociated patient record. Cerner has not received communication of an adverse patient event as a result of this issue.

Manufacturer narrative:
Cerner has distributed a priority review flash notification october 10, 2008 to all potentially impacted client sites. The software notification includes a description of the issue and a query that clients may use to determine if sites are affected by the issue. A software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corp. Will provide a follow-up report when the software modification is available.